Manufacturer narrative:
Valuation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
The patient's rash was confirmed. The patient reported a rash and small amount of blood on his left arm where the arm touches the lifevest. The patient also reported having chest pain. There is no alleged device malfunction. The patient went to the hospital and was prescribed a 7-day antibiotic and pain medication for the rash. Follow-up indicated that the rash was improving.